Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use. The hp noticed air in the patient line. The tsr instructed hp to end therapy and contact the registered nurse (rn). The hp stated she would start over with new supplies.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed and a cause (fibrin blockage and air) was determined for this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4) and (B)(4). This review found the labeling adequate for the use error in the complaint.

Manufacturer narrative:
(B)(4). Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp said that she saw her nurse the next day and she had fibrin. The hp was given heparin. The hp said that the fibrin clogs the line and caused the air gaps. The hp said that everything is going well now that she is on the heparin. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up report will be filed.